Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part #: 314.23, synthes lot #: 4258903, supplier lot #: n/a, release to warehouse date: july 12, 2001, manufactured by: brandywine, no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the cannulated 4.0mm hexagonal screwdriver shaft (p/n 314.23, l/n 4258903) was returned and received at us customer quality (cq). Upon visual inspection it was observed that the distal tip of the shaft was deformed. Also, it was observed that the device had surface scratches. Reported condition of broken could not be confirmed as there is no signs of breakage found on the device. No other issue was identified with the returned device. Device failure/ defect identified? Yes. Dimension inspection: distal tip was measured to be within the specification. Document/ specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Cann hex screwdriver shaft f/7.3mm cann. Screw. Complaint confirmed? Yes, the device received is deformed and cracked. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed as the cannulated 4.0mm hexagonal screwdriver shaft (p/n 314.23, l/n 4258903) is deformed. There is no indication that a design or manufacturing issue has caused the deformation and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the following product was found broken: aluminum case, depth gauge, t-handle with quick coupling, two cannulated hexagonal screwdriver, and hexagonal screwdriver. Attached to cannulated power shaft is a large quick coupling that needs to repair. It is unknown when and where the issue was discovered. It is unknown if there is patient nor procedure involvement. This complaint involves six (6) devices. This report is for (1) cannulated 4.0mm hexagonal screwdriver. This report is 4 of 15 for (B)(4).